Manufacturer narrative:
Per -2571 combined report. It was reported that 4 weeks post-op, the patient felt a "pop" and pain when getting out the car. At 6 weeks post-op when meeting with the surgeon, an x-ray revealed a peri-prosthetic fracture and stem subsidence. Therefore a revision was completed. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has not received any further details regarding the outcome of the patient following the revision, and based on the information provided, the root cause of the fractured femur could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Revision of a metafix stem and trinity biolox delta ceramic head after approximately 3 months due to peri-prosthetic fracture around the stem.